Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry operations were found to be normal and a review of the memory found that the device had not experienced any hardware resets. A visual inspection of the device header and case noted no anomalies. All the setscrews moved freely and microscopic analysis of the seal plugs found no anomalies. The port was tested and an is-1 lead was able to be inserted and removed without difficulty. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field allegations of oversensing and pacing inhibition. This device met all specifications during testing.

Event description:
Boston scientific crm received information that this pacemaker and right ventricular (rv) lead were presenting with oversensing. Strips were sent to bsc technical services (ts) for evaluation. A ts representative reviewed the strips and discussed that there were two instances where pacing was not provided most likely due to oversensing but it could not be confirmed. A chest x-ray was performed and all the leads looked normal. Additional information was reported from the hospital that the patient had periods of asystole for 4 seconds where a there was a p-wave but not ventricular pacing followed. Because oversensing was suspected, the device sensitivity was reprogrammed to 6.0 mvolts in bipolar mode. The patient was kept overnight with a running EKG. However, the next morning it was noted on the EKG that more of these instances of no pacing in the ventricle had occurred overnight. The pacing impedances were normal and pocket manipulation could not reproduce these instances of no pacing. Bsc technical services was contacted again for technical advice. No adverse patient effects were reported. A boston scientific ts representative discussed evaluating the daily measurements to see if the device has undergone any resets. It was also discussed that it should be checked to see if any medical personnel were testing the device when the EKG was recording overnight. At a later date, this device and lead were successfully replaced. The device was later returned for laboratory analysis.